Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 ug/m.

Event description:
It was reported that a patient underwent an unknown uterine stump procedure on (B)(6) 2021 and suture was used. During the procedure, after sewing, it was found that the needle tip was missing 1mm. X-ray was performed and the result showed that no metal substance was found in the patient's body. No adverse patient consequences reported. No additional information was provided.